Event description:
The ge oec 9900 fluoroscopy system had arcing issues. System over-heating and system shutdown reported.

Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced the x-ray tube to restore proper function. All appropriate calibrations performed. The thermistor was also replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.